Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device longer than 48 hours. Patient reported after removing the pod pus and insulin coming out if pressure was applied near the injection site. The patient had a virtual physician visit on (B)(6) 2026 and a physical visit on (B)(6) 2026 with their primary care physician. The patient was prescribed antibiotics as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone lockdown. Omnipod 5 software app version 3.1.6. Operating system n5004l-am-q-mv01602-06-01.06. Hardware n5004l. Cgm sensor type- data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.